Manufacturer narrative:
We´ve checked the mentioned unit: the cartridge h1033 c10 510 15 is defect.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The cartridge h1033 c10 510 15 is defect.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files during use. The file fell in the patients' mouth; no injury resulted.